Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose of over 600 mg/dl and diabetic ketoacidosis. She was not wearing her insulin pump at the time of hospitalization and had not been wearing it for about a month leading up to the hospitalization. Customer was treated with intravenous insulin drip. At the time of reporting the issue, the customer's symptoms of high blood glucose included nausea, insomnia, heart burn and back pain. The customer was treated with manual injection. Nothing further reported.